Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. The catalog number identified has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in common device name and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 07/2024).

Event description:
It was reported that during a recanalization procedure, the device allegedly broke. It was further reported that the device allegedly got stuck. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. The catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. A catheter and guidewire were physically investigated. The catheter was sent with the guidewire inside and blocked with coagulated material but after couples of runs with water - worked as intended, nominal aspiration level was achieved and guidewire movement restored. There was no sign of reported break and only mechanical jam of the guidewire can be confirmed. Therefore, the investigation is confirmed for the reported mechanical jam issue. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 07/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the device allegedly broke. It was further reported that the device allegedly got stuck. The procedure was completed using another device. There was no reported patient injury.